Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred and the patient died. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and non-calcified left circumflex artery which involved a significant bend. A 4.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device became stuck with the guide wire and after great effort the device was removed and it was considered to be damaged. The procedure was not completed due to another reason. The patient died on the same day; the death was assessed by the physician as not related to the device.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and is within maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. Dried medium, resembling blood was noted inside the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the several locations of the hypotube shaft. It was also noted that the hypotube shaft was broken 235mm distal from the distal end of the strain relief. The type of damages noted is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. As part of the analysis, a 0.014'' recommended guide wire was tracked though the device, entering at the tip and exiting at the port exchange, no issues or resistances were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment occurred and the patient died. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and non-calcified left circumflex artery which involved a significant bend. A 4.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device became stuck with the guide wire and after great effort the device was removed and it was considered to be damaged. The procedure was not completed due to another reason. The patient died on the same day; the death was assessed by the physician as not related to the device.